Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml saline fill china sp luer was cracked / damaged /deformed. The following information was provided by the initial reporter: on the morning of (B)(6) 2025, while flushing a PICC line with a pre-filled catheter flushing device during infusion, leakage was detected. Inspection revealed a crack at the screw cap. The pre-filled catheter was immediately replaced, and normal use resumed without causing harm to the patient.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.